Event description:
Report received that a tubing "burst" during use with a power injector. The power injector tubing was connected to the clave port of the extension set. The extension set was connected to the peripheral i.v. Cannula. The patient was to receive 80 ml of omnipaque contrast. At an unspecified time during contrast injection, the tubing burst. The reporter was unsure of the amount of contrast that was delivered to the patient before the tubing burst. The IV site was discontinued and the scan was repeated. The IV site did not infiltrate. There was an unspecified amount of bleedback into the tubing. No adverse patient effects were noted. The customer reported that an unspecified number of similar incidents have occured in the past, however no specific information was available. The products involved were not identified.